Manufacturer narrative:
The device history record for the reported lot number, 30340315, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample is reportedly available for this complaint but was not returned when this report was filed. All information reasonably known as of 21-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the peg tube just fell out with no internal fixation on the end. Internal bumper completely disconnected from tube. Peg inserted (B)(6) 2025, came out (B)(6) 2025. The patient vomited up the bumper almost 2-days later. Additional information received (B)(6) 2025 stated at the time of tube removal the patient was at home. The patient has however been an inpatient here since the (B)(6), not feeding tube related, "ongoing infection and deranged bloods." The percutaneous endoscopic gastrostomy (peg) was just for venting he has a feeding gastrostomy.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The area where the bonding of bumper location was viewed and examined under magnification. The white foam and bumper/bolster material appeared wrinkled and deformed. Due to the wrinkle appearance and deformation of the bolster/ bumper, the round shape was unable to achieve or identify during testing. A root cause has not been established. All information reasonably known as of 27 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.